Event description:
It was reported that the device would not power up correctly. No patient use was associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the system/memory pcb's assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb's assembly, and determined that root cause for the reported incident was a shorted capacitor, designator c619, on the system pcb.